Manufacturer narrative:
The event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette had a piece of plastic sticking out from the tubing inside the fluid path. There was patient involvement. The care giver stated that the affected sample was observed as the cassette was taken out of the packaging, but prior to connecting the cassette to the homechoice. There was no obvious damage to the packaging or case observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.